Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample with a known anti-c yielded a 3+ reaction when tested with donor #4 of ih-panel 11. The panel was run on ih-500. The anti-v or anti-vs result was yielded using immucor cells in peg. Testing in our quality control laboratory is still ongoing.

Event description:
The customer reported that a patient sample with a known anti-c yielded a 2+ reaction when tested with donor #4 of ih-panel 11 (#550078), which was negative for the c antigen (ror). The anti-c had been re-identified with reagent red blood cells positive for the c antigen. The panel was run on the ih-500 analyzer. The customer just wanted to report that the donor #4 is positive for the v/vs antigen, which they confirmed by internal testing. The customer did not return the supposedly defective product for investigational testing but provided the affected patient sample as well as images of their test results. Therefore our quality control laboratory tested their retention sample of ih-panel 11, lot 8007011 on ih-500 with different donor blood samples as well as known antibodies (including anti-d and anti-c) on the ih-card ahg anti-igg which was used by the customer. Each sample reacted as expected. The deployed antibodies reacted according to the antigen pattern of the worksheet ih-panel 11. Donor #550078 of ih-panel panel 11 as well as the provided patient sample were sent to a reference laboratory which confirmed that the affected donor #550078 of ih-panel 11 was positive for the v/vs antigen. Furthermore, an anti-c (enzyme-depending), an very weak reacting anti-d as well as anti-v/vs were detectable in the patient sample provided by the customer. Based on this test results, an appropriate comment was stored in the database to donor #550078. In case of a further deployment of this donor the worksheet will contain an extra note: v+/vs+. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-panel 11 functioned correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Even though the complaint was patient related, a special comment was assigned to this donor for the reagent red blood cells.

Manufacturer narrative:
This is our final report on this incident.